Manufacturer narrative:
The field service engineer (fse) was at the customer site and was able to confirm what the customer had reported. The fse identified that the r/w/p proc card had malfunctioned and replaced it resolving the reported issue. The instrument was verified by running daily checks, latron, 6c and retic controls with no further issues reported. Bec internal identifier - case-(B)(4).

Event description:
The customer reported recovering red blood cell (rbc) and platelet (plt) vote outs on patient samples when run on their hmx autoloader instrument. Instrument printouts were requested but are no longer available for review to assess instrument flagging. The customer stated when vote outs occurred, the instrument recovered higher plt results, e.g. Plt with vote out = 310, repeated without vote out, plt = 226. The customer confirmed complete vote outs with non-numerical results were recovered for the rbc parameter. There was no report of death, injury, or change to patient treatment as a result of this event.